Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The technical service representative (tsr) asked the care giver (cg) the troubleshooting questions and had the cg close the clamps. The tsr had the cg disconnect the home patient (hp) and cycle the power. The tsr had the cg cycle the power, assisted the cg with getting the set out and explained the hp can finish the therapy with manual bags. The cg had already cycled the power twice and had the hp back to initial drain with the same set up. The tsr ended therapy and again explained the air alarm. The tsr told the cg that new supplies had to be used and the renal nurse should be notified about the alarms. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.